Manufacturer narrative:
Results: faulty scale assembly.

Event description:
It was reported by service report that the scale was not working. The customer indicated that it was unknown if there was patient involvement or adverse consequences to report.